Event description:
It was reported that the sensors are alarming sensor error all day. The blood glucose reading is 125 mg/dl. Customer also stated that the sensor broke off into the body. Customer was extremely upset. Customer was advised to call physician or seek medical attention at emergency room. The sensors will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.